Event description:
It was reported an angio-seal device was deployed to seal the arteriotomy site. The physician reported resistance upon inserting the device into the sheath. At the point of anchor deployment, upon pulling back and out, the entire angio-seal device pulled out. Manual pressure was applied to achieve hemostasis. Approximately one hour later, the pt complained of abdominal pain and became hypotensive. A CT scan confirmed a retroperitoneal hematoma. The pt was reportedly recovering. The surgeon stated the retroperitoneal bleed was due to the physician's technique and not the angio-seal device.